Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged a connector thread was confirmed via visual analysis. The mobile power unit (mpu) was returned for analysis to the european distribution center (edc) and was evaluated and tested on 01jun2021. Upon initial observation, the screw thread on the connection block of the mpus patient cable was damaged on the black connector. The mpu was able to be powered on and off, and the system functioned as intended. The patient cable was replaced, and preventative maintenance was performed. A root cause for the damage to the connector thread was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications and was shipped on 11oct2017. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the service of an mpu, the patient cable black connector had a damaged thread. No additional information was provided.